Manufacturer narrative:
The product was returned in another country, sealed pouch. A visual examination of the guide wire revealed the distal tip of the guide wire was j shaped. The torque device was attached to the wire in the proximal end approx 79cm inferior to the proximal end. In addition, a severe kink was observed at approx 61cm from the proximal end. The distal end of the nitinol tip was noted to be slightly flaccid, and small string like particulates were observed in the distal portion of the micro-machined region of the device. The device showed evidence of use. If the guide wire had been used as intended, it would have been hydrated. The guide wire is coated with a hydrophilic polymer which creates a lubricious surface on the device. This coating can also become "sticky" in terms of particulates if exposed to such elements. Pictures taken under magnification found ptfe coating damaged at approx 69cm inferior to the proximal end between the attached torque device and the severe kink in the core wire. The peeled coating damage was difficult to observe without magnification. However, under 40x magnification the damage was observed which gave clear indications that the ptfe coating has been partially peeled due to sheering forces with the partial piece of ptfe coating still attached. A device history review was performed which showed no unusual events in the assembly of this product or abnormal factors for the utilized materials. The product failure was confirmed through a visual examination that confirmed the ptfe coating was peeling. It is evident that the damage to the ptfe coating has occurred from a sheering force of not properly securing the torque device to the guide wire. Simulation lab testing confirmed that similar results could be achieved through not properly tightening the torque device to the wire and adding resistance in the wire. The directions for use (dfu) instructs the user to tighten the torque device to the wire. The dfu also warns the user never to torque the wire when resistance is met. It is assumed that this incident occurred from resistance met during the procedure and torque was applied to a torque device that was not tightly secured to the wire.

Event description:
Boston scientific has become aware of the following event after conducting a retrospective review of complaint records: the physician reported the coating was peeling off the device during procedure. The physician reported no resistance was felt in the catheter at this time. The physician did not disclose any additional information regarding the alleged event.